Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
Customer's mother called to report issues with the insulin pump's display. Customer reported that the insulin pump is alarming, however the type of alarm was not specified. Customer's blood glucose levels were not included in the report. Product is being replaced.

Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display due to vertical cracked lcd controller. The insulin pump had minor scratched lcd window, cracked battery tube threads and scratched case.